Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that every day at 12:45pm they can feel strong stimulation and it hurts. Patient said it feels like the stimulation is "upgrading" and then suddenly it hurts for a while and then it goes away. Patient stated this started a couple weeks ago. Patient also mentioned that they are up 4-5 times at night to go to the bathroom and during the day if they don't go right away they will end up having an accident. Agent asked if they were going through ins cycling and patient said they didn't think so. Reviewed general therapy guidelines and optimization considerations and redirected to hcp to review what could be causing daily stim sensations. Patient asked if medtronic rep could help. Emailed field staff. Called patient back to get event date for therapy symptoms but patient did not answer. Left voicemail. Additional information was received from a manufacturer representative (rep). The rep reported that they spoke with the patient yesterday. Patient told the rep that they normally feel the stim at 12:45 but for some reason the other day did not feel it. Patient had mentioned turning it up. The reason patient was feeling the intense stim was because they were in fact on cycling. Rep advised patient to change programs and increase stim to a comfortable level.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.